Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage noted on the electronic, motor, vibrator motor or battery tube assemblies. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm and stated that the buttons were unresponsive. The blood glucose reading was 129 mg/dl. He stated that the insulin pump had been up against his skin in the heat and that the screen appeared foggy in one corner. Nothing further was reported.